Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change-out due to eri, a drop in sensing, high capture threshold, and low, out of range high voltage lead impedance were observed. A shock was unsuccessfully delivered, so the patient had to be shocked with external defibrillation. The lead was capped and replaced on (B)(6) 2016. The patient was in good condition.